Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the returned devices showed burnishing within the articulation zone of the insert. Burnishing was also observed at the posterior aspects on the inferior surface of the insert, and these regions were discolored likely from lipid absorption. Deformation to the insert locking mechanism indicated that the insert may not have been fully seated. Deformation was also observed on the locking mechanism that was likely sustained during removal of the device. We have not received any previous complaints for this batch/failure mode. A review of manufacturing records did not reveal any material or manufacturing discrepancies that could have contributed to the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the patient had no osteo-integrations on the femur.

Manufacturer narrative:
.